Manufacturer narrative:
The product was returned and analysis found software registration function failure. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site was able to threshold the registration model in order for it to appear but initially the 3d model would not appear. There was no patient present.